Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the battery cap was not registering the batteries, the contact was flat inside the cap. Customer's blood glucose was unknown. Customer reported the device had a blank display. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.